Manufacturer narrative:
The investigation determined that the suv values for 3d pet scans were not consistent with the values in the 2d images. However, the differences between the values in the 2d and 3d images were not clinically significant. The suv measurement feature has been disabled in merge pacs version 7.1.2.1. There has been no allegation of direct patient impact, misdiagnosis, injury, or adverse consequences associated with the suv values being output for 3d images.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On 06/13/2017 internal testing found that there were inconsistencies between the suv measurements for 2d images and suv measurements for spinning mip (maximum intensity projection). This was not reported by a customer. Reference complaint-(B)(4).

Manufacturer narrative:
This issue was found internally by merge healthcare staff and was not reported by a customer. Initial investigation results show that there have been no customer complaints regarding the suv measurements on for the spinning mip view. The investigation for this issue has not yet been completed. Once the investigation is completed a supplemental MDR will be filed.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6)2017 internal testing found that there were inconsistencies between the suv measurements for 2d images and suv measurements for spinning mip (maximum intensity projection). This issue was found by merge heatlhcare on (B)(6)2017 and was not reported by a customer. The issue of potentially inaccurate suv values may have an impact on patient treatments for cancer and therefore might result in harm. However, there is no indication that any patients have been negatively impacted by this issue at this time (B)(4).